Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The physician has elected to monitor the device. The patient was in stable condition.